Event description:
A helotome blade broke in the pt during surgery. The torque limiting handle was not used by the surgeon. The blade was retrieved during the surgery and a second helotome used to complete the cut. There were no pt related complications or delay in the procedure.